Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received one 22ga nexiva unit within an open package from lot number 8310636. All components were present. Through the visual examination, bd observed the retention washer insertion within the tip shield had been misaligned, scraping the tip shield material. A functional test was performed where a grinding resistance was apparent during an attempt to disengage the needle. The reported issue was confirmed. The failure observed on the unit received was a contributive factor of the defect described in the event description. Misalignment on the machine can be triggered by normal tear-wear generated by movement and is constantly verified during preventive maintenance. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was resistance when trying to disengage the needle prior to use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: when moving the needle, hcp felt resistance.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was resistance when trying to disengage the needle prior to use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: when moving the needle, hcp felt resistance.